Event description:
Pt is s/p left upper lung resection, done on 03/22/2000. An esophageal stethoscope size 18 french was inserted prior to surgery and removal after surgery. This device is an anesthesia product for temperature monitoring. The next day 03/23/2000, pt vomitted while drinking soup and brought up a latex cap. This cap apparently came off (separated) from catheter probe. The cap is 2 inches long and appears to be glued on. The pt showed no significant or observed complications from this product problem. The MFR, kendall, was contacted and a rep came on 03/24/2000 to evaluate and fill a complaint report.